Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported via a social media comment that her daughter was hospitalized and diagnosed with diabetic ketoacidosis due to an unspecified pod malfunction. At the time of reporting, the mother stated that the patient remained hospitalized and was being treated with an insulin drip. No further information was provided, and no good-faith efforts for additional details could be conducted as the patient¿s contact information was not provided. No additional information is available.